Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. The patient reported a blank screen with audio. The patient tried new lithium batteries but issue continued. The patient reported no known trauma to pump, no cracks near battery compartment, and battery cap intact. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.